Event description:
It was reported that the atrial lead was undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6), explanted: 2013 (B)(6). (B)(4).